Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was over 300 mg/dl. Customer stated that she was having low blood glucose, change her infusion set and her blood glucose started to rise. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube.